Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. The alarms were confirmed through the history log. Evaluation also found the device to have low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed upstream occlusion message. It was also reported there was no patient injury.